Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Peri prosthetic fracture 3 weeks post op. Surgeon said that the patient fell.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that the patient fell post-operatively however, the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Peri prosthetic fracture 3 weeks post op. Surgeon said that the patient fell.